Manufacturer narrative:
(B)(4). All available information indicates that the rv lead is no longer in service and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high pacing impedance measurement greater than 2,000 ohms. Additional information received that the cause of the observation was suspected to be due to a subclavian crush as seen visually upon opening the pocket. The lead was not tested with pacing system analyzer (psa). This rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.